Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluoroscopy revealed that the atrial lead had dislodged. It was noted that the patient was previously had open-heart surgery. The lead was repositioned. The patient was stable.